Event description:
The surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio) in a direct anterior configuration. After impacting the acetabular cup component, the rio provided a value of 2 mm for cup proudness. When the surgeon removed the impactor shaft from the cup, he noticed the cup was loose. Impacting the cup a second time failed to resolve the issue, so the surgeon elected to use a larger cup. After seating the second cup, the surgeon attempted to secure the cup with screws, which then caused the cup to become loose. The surgeon then aligned and seated the cup manually, and secured it with two screws. He then checked cup placement using the rio and inclination value was off plan by about 18 degrees.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is currently ongoing. Results are not currently available at this time. A supplement will be submitted as soon as the investigation has been completed.